Manufacturer narrative:
Product complaint # (B)(4). Date sent: 3/17/2020. D4: batch # t5dm8f. Investigation summary: the analysis results found that a sc60a was received instead of a ec60a device was returned with the closure trigger broken and the anvil bent upwards and with one gst60w cartridge reload loaded on the device. The reload was received fully fired with the cartridge deck damaged. Furthermore the anvil knife slot was noted to be damaged. No functional test was performed due the condition. The damage on the device, it is possible that that the device was clamped over an excess of tissue or a hard object, resulting in the damage to the closure trigger handle. It is also possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected cartridge. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4). Batch #unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. The lot/batch was not provided; therefore, the manufacturing records evaluation could not be performed.

Event description:
It was reported that during a liver resection, the device was closed down on liver parenchyma, fired and the jaws were unable to be opened again. Surgeon was required to use a scalpel to cut the jaws free from the liver. There was a small, unspecified delay to the procedure. There were no patient consequences reported. No additional information is available at this time.